Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reverse ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine, and the patient's weight increased by 10.7 kg. The patient experienced shortness of breath, facial tightness and discomfort, and eye swelling. Treatment was terminated, the extracorporeal blood was returned, and oxygen inhalation was administered to relieve discomfort. After termination, the patient still had facial edema and elevated blood pressure. The machine was replaced to continue dialysis, and therapy was completed successfully. No additional information is available.